Manufacturer narrative:
(B)(4).

Event description:
Os 19.357). The dentist reported the non osseointegration of three dental implants cm titamax implant 4.3x11.5 mm, but did not provide any other information about the case.